Event description:
Customer stated that the pump no longer beeped and the audible tones could no longer be heard even with the beep volume set to max. Customer confirmed that the unit had not been dropped, bumped or exposed to moisture.